Manufacturer narrative:
The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290. It was reported to philips that the device an "electrocardiogram wave pattern not displayed when used an ECG electrode with a monitor mode". The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The customer does the following requests. "Why was an electrocardiogram wave pattern not displayed when used an ECG electrode with a monitor mode?" The fse reported that the unit passed device check. The customer is requesting that the device be returned for bench repair. The device was received by the laerdal bench repair on 15-mar-2018. The bench repair technician was not able to reproduce the failure when performing the operational check test and found all tests passed. A) how evaluated (actual, simulator, similar)? Bench repair tested the device. B) reproduced? No c) correct use? Unknown d) evaluation results (if applicable): the device passed all tests. The patient involved was a (B)(6)year old (B)(6)who was found in her home residence by emergency medicine services (ems) providers on (B)(6)2018 at (B)(6). The ems providers reported the patient was confirmed to be dead as stated, "patient was a supine position at home, and the rigidity in body and death spots were confirmed. The ems providers attached an ECG electrode to the chest of the patient and confirmed an electrocardiogram wave pattern with a monitor mode, but the wave pattern was not displayed at all. Afterwards, fd members attached a pad to a patient, and an electrocardiogram wave pattern was displayed by a monitor when switched to AED mode." The patient was pronounced dead on the scene with no treatment and was not transported. At the time of the incident, the fd members were using the device to document an asystole rhythm for death confirmation. A) relationship between device and incident? The users connected the patient to the device to review the patient's ECG rhythm. B) how was device in use? To confirm patient's death c) patient condition at time of event (if applicable)? The had expired prior to being connected to the device. D) patient data evaluation: information was requested but was not available. The bench repair technician reported that the issue was not confirmed and there was no trouble found with the device. This device passed all performance assurance testing and was kept by laerdal at bench repair. The customer was provided a replacement device a) how was issue resolved? The customer was provided a different device. B) where is device now? It remains with bench repair. C) what parts replaced/why, if known? None corrective action: a) action necessary, why/why not? No b) any similar CAPA/fco or sb? No conclusion: philips cannot rule out a malfunction of the device at the time it was reported. Customer communication: the customer has requested and will receive communication regarding the results of the investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device an "electrocardiogram wave pattern not displayed when used an ECG electrode with a monitor mode". The patient involved was a (B)(6) female who was found in her home residence by emergency medicine services (ems) providers on (B)(6) 2018 at 10:45. The ems providers reported the patient was confirmed to be dead as stated, "patient was a supine position at home, and the rigidity in body and death spots were confirmed. The ems providers attached an ECG electrode to the chest of the patient and confirmed an electrocardiogram wave pattern with a monitor mode, but the wave pattern was not displayed at all. Afterwards, fd members attached a pad to a patient, and an electrocardiogram wave pattern was displayed by a monitor when switched to AED mode." The patient was pronounced dead on the scene with no treatment and was not transported. At the time of the incident, the fd members were using the device to document an asystole rhythm for death confirmation. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.